Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced left essure guide wire in which the tip has detached from central wire - there are two separate pieces in the fallopian tube. No information was given on the patient's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2013, the patient had essure (fallopian tube occlusion insert) inserted for sterilization. At her twelve week mark, the hsg (hysterosalpingogram) was performed and it showed that left tube was not yet blocked. The physician decided to wait a little longer and she had another hsg performed in (B)(6) 2014. According to the radiologist, there was a malfunction in essure since the left essure guide wire in which the tip was had detached from central wire - there were two separate pieces in the fallopian tube. The physician questioned if it would scar over the way it is or if they would need to insert a new device. The reporter's causality as not provided.

Manufacturer narrative:
Follow-up information was received on (B)(4) 2014. First report showed satisfactory position of right device and occlusion. Distal placement of the left device, with some contrast at the device extending to its distal extent and showing persistant pooling on post void image. Essure device was deeper into the fallopian tube and dye did go past distal end of the device. Breakage, proximal markers were seen. The radiologist measured the distance and found it to be approx 41mm distal to the cornua. He was going to contact the physician to let them know that the location was unsatisfactory. No further information was provided. Follow-up received on (B)(4) 2014: product technical complaint global ((B)(4)) and local {(B)(4)) numbers were received. Follow-up received on 27-may-2014: follow-up attempts have been made, with no response to date. Case closed. Follow-up received on (B)(4) 2014 with the fin-al ptc (ptc global number: (B)(4)) investigation result: final assessment: a hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being "broken" or "fragmented." Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Final risk classification: risk category IV. Medical assessment: this case reported breakage within the fallopian tube from interpretation of hsg with the one insert too distal. These events are not necessarily indicative of a quality defect. One (1) additional ae case report has been received to date in relation to batch number b27984 which does not refer to a similar type of event. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment, the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed case report refers to a (B)(6) female patient, who had essure (fallopian tube occlusion insert) inserted and her hysterosalpingogram (hsg) showed that left essure guide wire in which the tip has detached from central wire- there are two separate pieces in the fallopian tube and the essure location is unsatisfactory in the left side (previously reported as at 12 weeks after insertion the left tube was not yet blocked). The event left essure guide wire in which the tip has detached from central wire- there are two separate pieces in the fallopian tube, interpreted as a device breakage was regarded as near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances; it is unlisted in the reference safety information for essure and was considered a non-serious event; while the remaining event, interpreted as a device dislocation, was considered serious, listed and non-incident. Single cases have been reported of essure breakage. In this particular case, the exact date and the mechanism of the reported events are not known, however, considering their nature, a causal relationship between them and essure cannot be excluded. A product technical complaint (ptc) analysis was performed and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.